Event description:
It was reported that a dissection occurred. The 0% stenosed, moderately tortuous and mildly calcified target lesion was located in the proximal-mid left anterior descending artery. The lesion was pre dilated with a 2.50 x 18 non-compliant balloon. A 3.00 x 48 synergy was fully deployed at 16 atm, with no issues. The stent was not post dilated. Post deployment of the stent, a non-flow limiting, type b distal stent edge dissection was observed via fluoroscopy. A 2.50 x 16 synergy was deployed to cover the dissection. The procedure was completed successfully. The patient was stable post procedure.